Manufacturer narrative:
Analysis of the lead found that the lead body conductor had been broken at the titan anchor site. The #2, 3 and 6 conductors were broken 13 cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, serial# unknown, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the lead was explanted due to impedances of >10,000. It was noted the patient had pain associated with the event. It was reported the location of the pain was at the lead and lead extension connection. It was noted stimulation was not possible. It was reported a surgical lead was used as a replacement. It was further reported treatment could be continued successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.